Event description:
On (B)(6) 2013 the ssu at (B)(6) in (B)(6) reported that during a defibrillation procedure, there was a power failure and when the system was powered on all the pumps on the hl20 console serial number (B)(4) displayed an eeprom error. The procedure was completed manually/using hand cranking. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A evaluation of the device by the service technician at the ssu revealed that the motor control pcb was defective and was replaced. (B)(4).